Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2005 due to stress urinary incontinence. The patient then felt pain, erosion, infection, fistulae, recurrence and urinary and bowel problems. It was reported that the patient underwent resection of sigmoid colon fistula formed from bladder mesh on (B)(6) 2012. It was further reported patient had excision of chronic left lower quadrant draining abdominal wound on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent laparoscopic resection of sigmoid colon fistula, drain, abdominal wall abscess, and repair of left spigelian hernia on (B)(6) 2012 due to left spigelian hernia with intermittent incarceration. It was also reported that the patient underwent exploratory laparotomy, release of small bowel obstruction, and small bowel resection on (B)(6) 2015 due to bowel obstruction. No additional information has been provided.